Manufacturer narrative:
Updated section d4 (serial number)., h4 (device manufacture date). Updated section d4 (serial number)., h4 (device manufacture date).

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 594-595 mg/dl and trace ketones. The customer was also experiencing occlusions. The customer cleared the occlusion alarm messaging; however, did not perform any supply changes to address the occlusions. Reportedly, at the time of the event the customer did not have an active sensor session. The customer was hospitalized on (B)(6) 2025. Bg was treated with intravenous fluids of insulin and saline. The customer has not been released from the hospital and declined follow-up to obtain hospital release date. No permanent damage was sustained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.